Event description:
It was reported during a lap liver resection procedure that the endoscopic stapler did not fire staples after the first firing. Scrub nurse reloaded the gun and wiped the anvil as trained, but it would not fire. There was no adverse patient consequence.

Manufacturer narrative:
The analysis results found that the naw45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.